Event description:
Customer reported a leak during a cisplatin infusion. The leak was noticed between the primary infusion set and the texium connection. The tubing is primed with saline in pharmacy and sent to the unit with the texium attached. When the texium was attached to the hydration line port, the pump alarmed for occlusion. As clinician was troubleshooting for the occlusion, he noted the leaking at the connection. The texium was removed with the primary tubing and returned to pharmacy. The pharmacy sent another infusion with same set up that infused without incident. No pt harm reported. Although requested, no further info was available.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The product was not saved at the facility. The lot number was not identified; therefore, the lot history record review could not be reviewed.